Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the problem was solved after the contacts of the light source cable, maj-1941 were cleaned. Therefore, it is likely that there was no problem in the subject device, and b30 (scope communication error) was notified due to the following reasons: a foreign material was adhered to the electrical contacts of maj-1941, so communication between the light source device and the video processor failed. This issue is addressed in the instructions for use (IFU): "properly and securely connect all cables. If the cable connector has connection screws, tighten up the screws. Otherwise, equipment damage or malfunction can result." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to inquire about maj-1941 and its pricing. Tac advised the customer that the cable only impacts the automatic brightness and the narrow band imaging function. Tac added that the cable was not known to cause b30 errors. The customer had previous troubleshooting support and mentioned that the error occurs with multiple scopes on both towers. Tac advised that the most common cause of the error was related to the scope and advised the customer to send in the scopes for repair. Tac discussed cleaning the contacts of the scopes and advised the customer to power down the tower between swaps. The customer confirmed following that instruction however, the issue was intermittently persisted after cleaning the contacts of the light source. The issue was resolved in both rooms after the customer cleaned the contacts of the maj-1941. The customer decided to purchase a replacement maj-1941. No device will be sent in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center display a b30 error. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.